Event description:
It was reported that the asymptomatic patient received a vibratory alert for low ventricular pacing lead impedance. The low impedance reading was only measured once and could not be replicated in office. The patient is stable and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.